Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of six for the same event, see also 1032347-2015-00345, 1032347-2015-00346, 1032347-2015-00347 1032347-2015-00348 and 1032347-2015-00349.

Event description:
It is reported that the surgeon stated it seems that the mandibular component of the patient matched implant was too long, therefore, there was too much pressure on the joint. It is reported after surgery the patient had strong pain. On (B)(6) 2015 there was a revision surgery to remove the patient matched tmj implant and implant a stock prosthesis.

Manufacturer narrative:
The patient matched tmj case ((B)(4)) was evaluated for the complaint that there was too much pressure on the joint causing the patient pain after completion of the surgery and there was a revision surgery to remove the implant and replace it with a standard prosthesis. The post-op CT scan was reviewed and compared it to the original design and planned placement of the implants. It was identified that the ¿post-op CT scan data indicates bone removed during surgery did not match proposed bone removal resulting in a slightly more inferior fixation of the mandibular component and an incorrect fit against the fossa.¿ there are no indications of manufacturing defects. (B)(4).